Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I got were recalled" and "have ruptured. The only issue I've had is pain" confirmed via ultrasound. This record is for the left side. The device remains implanted.

Event description:
Healthcare professional later confirmed the rupture diagnosed via ultrasound. This record is for the left side. The device was explanted, replaced by a non-abbvie device and will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b5, b6, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b6, d6a, g2, h3.

Event description:
Patient reported left side "recall," "rupture," and "pain" confirmed via ultrasound. The device remains implanted.